Manufacturer narrative:
A patient apparently received a second degree burn during an ultrasound examination. The transducer being used was the phased array ultrasound transducer, pst-65at (B)(4). It was found as a result of the investigation that depending on the selected imaging preset, the acoustic lens surface of the pst-65at may become abnormally hot when it is used with a specific version of a (B)(4) diagnostic ultrasound systems. This may lead to burns and the transducer may become defective. It was found that the problem is caused by the system software. Customers are being notified by letter of the problem and that they will be receiving updated software. The patient received medical treatment for burns (application of ointment after cooling burns).

Event description:
A patient received a second degree burn during an ultrasound procedure.